Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 801 module. It was alleged that a patient's sample initially produced a reactive result. When the sample was reprocessed, the results were also reactive. However, subsequent sample collection tubes from the same patient produced non-reactive results. The following data was provided: on (B)(6) 2026, the results were 0.357 coi (non-reactive) and 0.328 coi (non-reactive). On (B)(6) 2026, the results were 2.49 coi (reactive) and 2.45 coi (reactive). On (B)(6) 2026, the result was 0.201 coi (non-reactive). On (B)(6) 2026, the result was 0.357 coi (non-reactive). On (B)(6) 2026, the results were 2.54 coi (reactive) with a data flag and 0.278 coi (non-reactive). It is unknown which results were obtained from the same sample.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The results obtained on (B)(6) 2026 and (B)(6) 2026, were from the same sample. The other results were from separate samples from the same patient. The qc and calibration were acceptable. The uv (ultraviolet) bulb and the polishing filters were replaced during a service visit with the water supplier. It was noted that microbiological filters will be installed at the water supply inlets. The investigation determined the issue was consistent with a lack of system water quality or a specific pre-analytical issue